Event description:
Reporter indicated that a vns patient's generator could not be programmed off. The magnet was reported to have been unable to inhibit the stimulation. Good faith attempts for additional information have been unsuccessful to date.